Event description:
While trying to administer treatment with a continuous medication/heliox nebulizer the respiratory therapist could not achieve the 13-15 liters per minute flow nessary to nebulize the medication. It seemed to the therapist that the system was occluded. The therapist tried a different nebulizer with same effect. The therapist then tried another nebulizer from a diffrent lot number and successfully treated the patient. All affected nebulizers from the same lot number was removed from inventory for manufacturer evaluation.======================manufacturer response for continuous medication/heliox nebulizer, hope nebulizer (per site reporter).======================devices to be returned for evaluation.